Event description:
It was reported that a patient underwent an laparoscopy procedure on (B)(6) 2026 and suture was used. On the afternoon, the doctor completed the surgery and during the process of suturing the skin, the suture broke at the end of the needle. The doctor immediately replaced the suture and continued suturing the skin. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? Please refer to the event description, other information requested is unknown. Please perform and document the follow up attempt for product return. Please document the sections. No device can be returned currently. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.